Event description:
During a coronary drug eluting stenting treatment procedure, the balloon ruptured. The physician was attempting to direct stent a mid rca lesion with a taxus express2 8.8% 3.50 x 20 mm drug eluting stent at 16 atms when the balloon ruptured. The procedure was successfully completed. No pt injuries or complications were reported.